Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for low battery alarms and a power error 25 was confirmed in the long trace file. The detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered due to connector resistance issues. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump alarmed pump error 63 during the self-test. The format history file analysis confirmed the pump error 63, due to a problem isolated to the keypad. The pump had minor scratches on the display window, a scratched case, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer's mother reported via phone call that they received power error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised to update the time and date as needed. The customer's mother cleared the alarms. The customer's mother was advised to complete the reservoir and tubing process. The customer's mother called back and stated that the alarm persisted. The insulin pump will be returned for analysis.